Manufacturer narrative:
Consumer experienced itchy, swollen, red eyelids while using the product and thought it was conjunctivitis the u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The product was not returned for evaluation and product lot number was not reported.

Event description:
Consumer experienced itchy, swollen, red eyelids while using the product and thought it was conjunctivitis. There was no report of a medical evaluation associated with the experience however the consumer did purchase eye drops and a spray for eye lids to treat the symptoms. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.